Manufacturer narrative:
This report is for unknown helical blade x 1. Original implant date: (B)(6) 2010. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted with a trochanteric fixation nail (tfn) for a hip fracture in (B)(6) 2010. Patient has renal cell carcinoma and underwent intensive radiation treatments that killed the bone. On an unknown date the nail was noted to be broken at the junction of the helical blade. The patient was returned to the operating room on (B)(6) 2014 for revision. The surgeon performed a proximal femur replacement. The helical blade and the top portion of the nail was left in the bone and sent to pathology. No part numbers are available for the nail and the blade. Part numbers for the distal locking bolts were provided. The implants will not be returned for evaluation. There was no delay in the surgery due to the event. This report is for unknown helical blade x 1. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for complaint (B)(4).